Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set was missing a blue cap. The set had all clear caps. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 (lot #, expiration date, UDI #), d9, h3, h4 and h6 h11: four (4) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all caps were present per print on all four samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.